Event description:
It was reported there was a warm feeling at the stimulator pocket site, and the patient felt a burning sensation. It was later reported the stimulator was causing lots of pain for the patient, and the stimulator shocked the patient. The patient saw her doctor the previous day and wants the stimulator removed. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).